Event description:
It was reported that during a laparoscopic radical prostectomy, while inserting the trocar, the trocar head broke down and seal came off. It was not reported how the procedure was completed. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.